Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath of the catheter was broken. The catheter was not used, and another catheter was used for implant. No patient complications have been reported as a result of this event.